Event description:
It was reported that bd nexiva¿ closed IV catheter system had a safety failure and was difficult to remove. The patient was pricked a second time. No serious injury or medical intervention was reported.

Manufacturer narrative:
H.6. Investigation: review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed one non-related qn was initiated on the build of this lot that would not impact the outcome of the quality of the product relevant to the defect. No physical samples were not received for testing and evaluation; one photo was provided for evaluation of this incident. The photo displayed a nexiva 20ga unit with a package label. Based off the evaluation of the submitted photo the defect was not confirmed. Without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd nexiva¿ closed IV catheter system had a safety failure and was difficult to remove. The patient was pricked a second time. No serious injury or medical intervention was reported.